Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a faulty buffer valves. The fse replaced the buffer valves to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
A customer reported the generation of low blood urea nitrogen (bun) and high creatinine (crea) erroneous results on one (1) patient sample on their au680 chemistry analyzer. Customer repeated samples on alternate analyzer with results considered correct. The erroneous results were reported out of the laboratory, however later amended. There was no reports of medical intervention or change to patient treatment associated with this event.